Event description:
The customer reported an interlock failure error message. This error causes the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver pcb was evaluated and replaced, and a filament calibration was performed. The system was tested and found to be working as intended and returned to service.